Event description:
Health care professional (hcp) reported that a repeat apheresis donor experienced diarrhea approximately one hour after plateletpheresis procedures in feburary and march 2003. The procedures themselves were uneventful. Per the hcp, this donor has donated 27 times previously using the amicus intrumentation and the donations were uneventful. Reportedly, periodically during previous donations, the donor would experience tingling, and the donor center would administer tums. After the donor's first episode of diarrhea, the collection facility lowered the citrate infusion rate to "1.0 mg/km/min" for the donation in march 2003. The donor still experienced diarrhea after the donation.